Event description:
Additional information. When the eri message was displayed the battery voltage was at 2.57 volts. X-rays of the lead and extension were performed and the results showed no breaks. The device was reprogrammed around the short circuit, and the battery voltage then returned to a "respectable level" (2.97 volts). The eri message remained on the patient programmer though because once triggered it could not be re-set. The battery did not need to be replaced yet, and the patient was going to be re-evaluated in 2 months.

Event description:
A eri message displayed. It showed on the patient programmer for the first time on (B)(6) 2012. Battery longevity was performed off of the following program settings: left - 2.8, 120 170hz and right - 2.5, 60us. The left side showed low impedance measurements: electrodes 0-2 were 35 ohms. Electrodes 0-2 have been used in the patient¿s program since implant. The patient has had no falls or trauma. The patient did have a chiropractic treatment about 1 week ago. He had some manipulation of his hips/lower back but nothing higher than that. It was unclear how long the short has been in place. He has been seen at least once since implant and there were no shorts reported at that time. Additional information has been requested.

Manufacturer narrative:
Extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2011. Extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2011, lead model 3387s-40, lot # v499733, implanted: (B)(6) 2011, lead model 3387s-40, lot # v499733, implanted: (B)(6) 2011.